Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, h6 and h10. B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain and cloudy bag. The patient was discharged seven days after hospital admission. On the same day as the event onset, the patient was treated with vancomycin and ceftazidime injections (both 1 gm, for 14 days, routes and frequencies were not reported, discontinued) for the event. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d10. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to financial problems and "doing 1 time dialysis". It was reported the patient was hospitalized for the event and was treated with vancomycin and ceftazidime injections (both 1 gm, routes, frequencies, and durations were not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.